Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The date of event is unknown. The date entered in section b3 is the date abbott diabetes care became aware of the event. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An erratic readings issue was reported with use of the abbott diabetes care (adc) device. The customer who is already admitted in a hospital received an unspecified sensor scan result and the caregiver could not identify whether the values was a low or high reading. It is unknown whether the customer noted a trend arrow on the device. As a result, the customer experienced seizure and a loss of consciousness. The caregiver reported that the customer was transferred in the intensive care unit (ICU) where glucose readings of 25 mg/dl on a laboratory result and a reading of 370 mg/dl on a healthcare professional (hcp) meter was obtained and vital signs were monitored. The treatment provided to the customer was unspecified. There was no report of death or permanent impairment associated with this event.